Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill the cartridge with insulin due to resistance when pressing down on the plunger. During troubleshooting with tandem technical support, the customer was able to insert the syringe into the fill septum port and able to fill the cartridge. The customer's blood glucose levels were not impacted.